Event description:
The customer reported that the t:slim x2 pump battery would not charge and noted a power source alert in the pump history. There was no adverse impact to the customer¿s blood glucose level. The customer continued to use the pump for insulin therapy.